Event description:
It was reported that the core impaction drill heated up during testing before a procedure. There was no patient involvement or adverse consequences reported with this event.

Event description:
It was reported that the core impaction drill heated up during testing before a procedure. There was no patient involvement or adverse consequences reported with this event.

Manufacturer narrative:
Upon disassembly the motor pins were corroded and the rotor coupler was worn.

Manufacturer narrative:
Evaluation will begin upon receipt of device.